Event description:
Following a catheterization procedure, an angio-seal device was placed in a patient's groin. There were no reported complications with the procedure or device deployment, and the patient was discharged home later that same day. Six (6) days later on 11/04/1998, the patient contacted her physician with complaints of pain and numbness in her procedure leg. Due to increasing pain, the patient was readmitted to the hospital on 11/11/1998 where an ultrasound was performed which identified a "blood clot," hematoma, and absent pedal pulses. Anticoagulant therapy was begun without resolution of the event, and the patient underwent a percutaneous with stent placement and return of pulses. The patient was discharged home on 11/13/1998, but returned to the hospital on 11/17/1998. An arteriogram was performed which revealed a "pinched area, a branch nearby and an area of gathering at a wall." The patient was taken to surgery where the device was removed and a femoral popliteal bypass was performed. As of 12/21/1998 there has been no further report of complication or patient sequelae made to the manufacturer.